Event description:
It was reported that during a procedure to treat a de novo chronic total occlusion in the distal left anterior descending artery with mild calcification, pre-dilatation was performed. A 2.5x15 rx xience prime stent delivery system (sds) was advanced with slight resistance and the proximal end of the shaft broke while attempting to cross the target lesion. Reportedly, no excessive force was applied to the sds and it could not be recalled if the proximal shaft just broke or if the proximal shaft separated into two pieces. The broken sds was simply withdrawn and another xience prime stent was used to ultimately treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to cross/resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft break/separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.